Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Event occurred in (B)(6). Alcl on right side. Date of progression: (B)(6) 2016. Time exposed: 10.4 years. Indication: reconstruction. Pt presented with mass. Capsulectomy performed. Pt received chemotherapy. Date of death: (B)(6) 2016. Cause of death: bia-alcl. Cytology: cd30, cd4, alk-. Histology: mass.